Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice device for automated peritoneal dialysis therapy and returned it to the tampa bay facility. Review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv). The reported difficulty did not affect volumetric accuracy or temperature functional performance and the device was determined to meet specifications relative to the additional iipv identified during device log review. No failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause of the additional difficulty of iipv adult encountered in the device logs was determined to be insufficient drain-false empty detect and use error, inappropriate bypass of the low drain volume alarm. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 at 20:40 with drain volume of 2739 milliliters (ml) during cycle 4.